Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. One grip tip was bent causing side to side misalignment of the grips. There was a .111 offset at the tips. The bent grip tips did not exhibit separation of the yaw pulley and the pulley cover at the glue joint. An electrical continuity test passed. Evidence not conclusive, but failure analysis confirmed that bent damages may be due to likely mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported by site was that the instrument pitch cable was frayed at the distal portion of the instrument. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of frayed cables found during failure analysis, to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a lar da vinci surgical procedure, the tips of the fenestrated bipolar forceps instrument was not aligned. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.